Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding medical history is unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used in a moderately calcified sfa. During the first inflation under nominal pressure, the balloon could not be inflated and appeared to be leaking air. The procedure was completed with a new angiosculpt device. No patient injury occurred.